Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h6, h11. The reported event was confirmed by review of op notes. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, elevated metal ion levels, metal wear debris with sustained tissue, metallic wear debris. Head was removed during revision. Cup and stem were left implanted. Patient recovered well. Visual examination of the returned product identified modular head was returned with taper adapter mated. Head was able to confirm size and lot etch. Taper adapter was unable to confirm lot as no lot etch is not present on the visible side. Devices show wear from use. Nicks, scratches, and gouges are noted to the spherical surface, bottom, and taper wall of both devices. Taper was has dark foreign discoloration. No other damage was noted. Bio debris is present on the device. Magnum cup and taperloc stem were not returned for evaluation. Taper surface was submitted for further analysis. Analysis determined ¿fretting on >30% of the surface and/or aggressive local corrosion attack with corrosion debris. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: 11-103204 taperloc por fmrl lat 10x140 804350. 157450 m2a-magnum mod hd sz 50mm 710620. 139254 m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1 971060. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty completed. Subsequently, the patient developed pain and high metal ion levels and as such was revised with findings of cyst, metallosis, wear, and osteolytic lesion confirmed intraoperatively. The head was exchanged without complication and no further details have been provided at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, elevated metal ion levels, metal wear debris with sustained tissue, metallic wear debris. Head was removed during revision. Cup and stem were left implanted. Patients recovered well. A definitive root cause cannot be determined. The complaint is confirmed based on the medical note findings. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.